Event description:
It was reported through a research article that the procedure was performed to treat an occlusion in the right common iliac artery performed two year earlier with a 9.0x59mm omnilink elite baloon expandable stent. Four months after the first procedure, the patient presented limb ischemia and the angiography confirmed the total occlusion. Therefore, a 8.0x120 mm non-abbott was implanted through the external iliac artery to the common femoral artery and a 9.0x59mm omnilink elite balloon expandable stent was implanted between them. The patient was medicated with dual antiplatelet therapy for at least one year; however, approximately two years later, the patient was readmitted with recurrent pain in the right leg and the angiography confirmed the total occlusion of the previous implanted stents. An additional reintervention with a balloon angioplasty was performed through the axillary access and nine months after the following procedure, the patient was readmitted to the hospital with critical limb ischemia in the right leg for two days. A duplex ultrasound confirmed the total occlusion. Therefore, an urgent catheter-based angiography was performed, which showed a complete thrombosis in the iliac femoral arteries. Upon examination a gap between the 2 previously implanted stent was noted above the bifurcation level of the aorta, the stent had been crushed, elongated and migrated up into the abdominal aorta. Surgery was performed to removed it and an aorta-femoral bypass was implanted with 8mm of polytetrafluoroethylene. The expansion of the migrated stent was likely insufficient. The patient was discharged on the third postoperative day, there were no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of pain and occlusion are listed in omnilink elite instruction for use as known potential patient effects associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. Dates estimated the UDI number is not known as the part and lot number were not provided. The additional omnilink elite stent mentioned in b5 is filed under a separate medwatch number. Literature attachment: article- a crushed and totally migrated iliac stent into the abdominal aorta look more carefully attached.